Event description:
Per the clinic, the patient developed a cholesteatoma resulting in a decision to explant the device. Subsequently on (B)(6) 2014, the device was explanted and the patient was reimplanted with a new device on (B)(6) 2015.

Manufacturer narrative:
This report is filed january 27, 2016.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.